Manufacturer narrative:
The sample was received for evaluation. A visual inspection with the naked eye and magnification noted a broken occlude feet. Functional clear passage testing was performed with no issues noted; leak and clamp function testing revealed fluid flow through the set with the clamp in closed position. The reported condition was verified. The cause of the condition could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a minicap extended life pd transfer set, broken occlude feet was identified which resulted in leakage through the set with the clamp in the closed position. The event occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.